Event description:
It was reported to philips that the battery is depleted of charge. The customer wants to reorder such. The customer worked with the technical support representative. It was discovered the batteries were no being plugged in for recharging. Upon conclusion of the evaluation, it was determined that the batteries were not being maintained / recharged by users. There was no device malfunction. The batteries to be charged as required.

Event description:
It was reported to philips that the battery is no longer holding a charge. There was no patient involvement.